Event description:
A patient reported blood glucose results of "6.2,28.8,5.9 and 16.3 mmol/l". With a lifescan meter, performed within 10 minutes of each other. The meter and test strips are being evaluated.